Event description:
This was a cardiac lead extraction case performed in the or to remove two leads (sjm 1580 and 1388) due to non-functioning. The physician used a 16f glidelight. During the procedure, a small effusion of the ra tricuspid region was identified, and required pericardiocentesis to drain 250ml of blood. Patient is stable and discharged per surgical plan.